Event description:
It was reported per article of interest literature review that a woman in her 50s had undergone implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD) for secondary prevention of idiopathic ventricular fibrillation (vf). Later, the patient was hospitalized after the s-ICD delivered inappropriate shocks caused by p-wave and t-wave oversensing in the alternate sensing vector, which was reprogrammed to the secondary sensing vector after which no inappropriate shocks occurred. Years later, she was transported to the local hospital with chest pain, and a 12-lead electrocardiogram (ECG) showed st elevation. St changes resolved spontaneously and her chest pain gradually improved, but cardiac enzyme elevation suggested acute myocardial infarction due to coronary vasospasm. A month later, smart pass was disabled, and the patient visited the author's outpatient clinic. Interrogation revealed that r-wave amplitude had significantly decreased following the myocardial infarction, leading to p-wave and t-wave oversensing; reprogramming to the alternate vector eliminated the oversensing issue. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Goko, masaharu, et al. (2026). A case of oversensing in a subcutaneous ICD due to decreased r wave amplitude following myocardial infarction. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Mp-p36.